Event description:
Complaint received reporting leakage issues with use of one (B)(4) neutron connector and unknown IV set-up. The devices were removed and replaced with no further issues encountered. There were no pt. Injuries and or adverse outcomes. Device return: one (1) used (B)(4) neutron connector was returned. Visual inspections and analysis recorded that the neutron connectors silicone plug was compromised/protruded. This component condition would result in leakage.

Manufacturer narrative:
Engineering analysis: silicone protrusion of this nature can occur when the neutron assembly is exposed to high back pressure. High pressures can be generated with small syringes (10cc and smaller). When high pressures are generated with infusion through small syringes it is important to isolate adjacent lines by activating the slide clamps on those lines. Findings: based on the engineering evaluation of the "as-received" neutron connector the reported product issue was verified. Although the exact causes of the component anomaly are unknown, the most likely cause of this issue was due to usage conditions where set-ups/infusions occurred with very high back pressures within the fluid circuit.